Event description:
The customer stated her blood glucose readings taken from (B)(6) 2015 were not stored in the memory of the contour next link. No adverse event alleged. The customer was asked to return the meter for investigation. A replacement meter was sent to her.